Event description:
It was reported to nuvectra that the trial leads were explanted due to the patient experiencing sensation issues with some of their limbs post implant. The physician stated that it was possible that the cervical epidural space did not have adequate volume and that the leads were putting pressure on the dura.